Event description:
The customer reported that while running an hiv-1 p24 antigen assay, summit sample handler, did not pipette the correct amount of lyse buffer in well position a8 and no error message was given. A field service engineer was dispatched and duplicated the problem. Fse replaced tip clamp, tip clamp sleeve and compression spring in positions 8 and 9. No death or serious injury was associated with this event.